Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified lesion in the left main to proximal circumflex artery. Following pre-dilatation, a 2.25x23mm xience alpine stent delivery system was advanced in an attempt to cross the lesion; however, force was applied and resistance with the angular portion of the artery was felt causing the stent to dislodge before reaching the lesion site. The stent floated to the aorta and into the femoral artery of the leg. An attempt to retrieve the stent with a snare device was made but was unsuccessful. The stent remains free-floating in the anatomy. The procedure was successfully completed with a 2.25x12mm xience alpine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.